Event description:
Reportedly, the instrument was fired; however, the tissue was not cut completely and a small amount of bleeding occurred. Another instrument was used to complete the case. Procedure: low anterior resection.